Event description:
It was reported that the patient had a computerized tomography (CT) scan which showed that the bone spurs in the neck had become more calcified. This caused pressure on the paddle lead which in turn was putting pressure on the spinal cord, and patient was experiencing increased pain. The patient underwent an explant procedure wherein all device components were removed and discarded. No device malfunction suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over 6 months ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8416700 , model: sc-8416-70, serial: (B)(6), batch: 7029830.